Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the MFR's service center, the device failed a step during testing. The flow sensor assembly was found to be contaminated with dust and dirt. The flow sensor assembly was replaced to address the issue.